Event description:
The user received a questionable alt (alanine aminotransferase) result for one lipemic patient sample. The initial result was 112 u/l and was reported outside the laboratory. On (B)(6) 2010, the user airfuged the sample for 20 minutes and upon repeat testing, received an alt result of 18 u/l. The user then repeated the non-airfuged sample a received an alt result of 109 u/l with a data flag. The user also repeated the sample with a 1:2 dilution with a result of 102 u/l. The user believed the initial result of 112 u/l to be correct. The patient was not adversely affected due to the event. The lot number of the alt reagent was 62581301. The user declined a service visit stating she felt the issue was sample related.

Event description:
It was reported via a trial that approximately one year after the implantation of the xact stent in the right internal carotidy artery, x-ray revealed a grade 1 single strut stent fracture. The patient was asymptomatic. There were no reported adverse patient effects and no reported intervention. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation of the event determined the customer was using a non- recommended procedure for serum delipidization (ultracentrifugation by airfuge). No adverse events were reported.